Event description:
Pt reported the infusion device did not correctly provide a w2 low battery warning before the e2 battery depleted error several days ago. On the day of the report, he "knocked" air bubbles out of the infusion tube during priming and the infusion device turned off. He removed and reinserted the battery, and the infusion device displayed a w2 low battery warning. He then changed the battery and the battery cover. Pt also reported the infusion device has had high power consumption for the past 4 weeks. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.